Event description:
The patient reported she developed redness and blisters on her skin under the tape collar near the bottom of the device. The affected area is 1/2 - 3/4 of an inch in length. No further information was provided.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations of adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.